Event description:
Pt was undergoing a laparoscopic hysterectomy. The metal tip on the curved shears broke off as it was being used on the cervical cuff. The area was explored and all parts were recovered by the physician. No apparent injury to the pt.